Manufacturer narrative:
Siemens headquarters support center (hsc) evaluated the information provided by the customer. Hsc has informed the customer that methods from different vendors, may use different standards and reference material. The customer evaluated the data they provided siemens and found that the reference range of the laboratory was not consistent with what was indicated in the expected values of the total t3 IFU. Hsc informed the customer that this could be due to the differences in the population they were evaluating, and the patient samples tested in the laboratory. The lab's reference range has been in line with the total t3 IFU when the customer was using the immulite 2500. The laboratory recently switched to immulite 2000 xpi and there have been no changes made by siemens to date to the reference range on either of the platforms.

Event description:
The customer has obtained low and high results outside of the reference range published in the instructions for use (IFU), on patient samples over a time frame of (B)(6) 2016 for total triiodothyronine (t3) on an immulite 2000 xpi system with reagent lot 340 when compared to results when using reagent lot 338. The patient samples were also tested for thyroid stimulating hormone (tsh) and free thyroxine (ft4) and the results for all patients were in the normal range. The initial results were reported to the physician(s) and questioned as some of the patients were also tested on an alternate platform and the results were different. There are no known reports of patient intervention or adverse health consequences due to the high and low results obtained for total t3.

Manufacturer narrative:
The initial MDR was filed on january 4, 2017. The first follow up was filed on september 26, 2017. Additional information (09/30/2019): siemens investigation has shown that the immulite 2000 / immulite 2000 xpi total t3, kit lot 356 did not pass the acceptance criteria on two studies for the normal range verification. This observation is in line with the lower but within specification bias observed on kit lot 356 verses 354 and 355 in this study. (B)(4) guideline recommends that the cohort of patients for a verification study is the same. Both IFU and verification studies used apparently healthy adults. The two groups may not be the same for age and sex distribution. A large reference range study was performed and reported a median and normal range values that are lower than those reported in the IFU. This reference range study has identified that there is a difference observed with different sample sets. The llanberis population demonstrated a 23% higher median in the patient samples results when compared to those reported through the sourced samples cohort from (B)(4). The total t3 IFU documentation states that for reference ranges "consider these limits as guidelines only. Each laboratory should establish its own reference ranges." The customers that have raised complaints have not indicated that they have set their own ranges based on the population. A review of the patient panel release data has demonstrated that over the period of june 2017 through to march 2019 there has not been a change in the assay performance when the same sample population is tested on subsequent kit lots. There are no statistically relevant differences observed. The qc data collated over a period of 3 years does not show that there has been a notable shift in assay performance. Good laboratory practice for each laboratory to establish their own normal range or verify a normal range provided by an outside source (ex. Textbook, manufacturer, peer-reviewed journal article, etc.). This is supported by laboratory guidance (ex. (B)(4) and various regulatory requirements (ex. The joint commission (united states)). In alignment with this, the assay IFU states that the normal range is considered as a guideline only, which should be verified by each customer for their population.

Manufacturer narrative:
The initial MDR 2432235-2017-00020 was filed on january 4, 2017. Additional information (09/13/2017): siemens technical operations laboratory (tsl) performed an indepth investigation on all available reagent lots for the total t3 assay to verify the reference interval. Twenty apparently normal patient samples were tested on the immulite 2000 total t3 kit lots 354, 355, and 356, and also on the tsh, ft4 and ft3 assays. Based on the results obtained it was concluded that 3/20 patient sample results were outside of the total t3 reference range (15%), and had normal ft3, ft4, and tsh results. Based on assay specifications it was concluded that only total t3 kit lot 356 did not meet the criteria for the reference verification study. The study was repeated on thirty nine aparently normal patient samples and 15.4% of the patient samples were out of the reference range when using total t3 kit lot 356. Based on the investigation the customers observations were confirmed only with kit lot 356.